Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for endoscope reprocessor. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, oer-4 disinfection process was not performed with acecide but was operated using functional water selected at the facility's discretion. The washing machine was used in a non-recommended procedure: after rinsing with detergent using oer-4, disinfecting with functional water, and then rinsing after disinfection with the subject device (prepared by adding water to a bottle of acecide" supplement¿). Acecide had been delivered when the informant called a few months ago and was also used during the previous visit (time details unknown). The information provider speculates that it may be a recent operation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing error could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿4.13 setup of the disinfectant solution: use disinfectant solution (800 ml cassette bottles) specified by olympus as the disinfectant solution. Disinfectant solutions not specified by olympus are not guaranteed for the combination of endoscope and equipment. Endoscope reprocessing may be insufficient or the equipment may not operate normally.¿ olympus will continue to monitor field performance for this device.